Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when the patient put the recharger on the dock the battery lights flashed from the lowest to the middle to the highest repeatedly and even after they left it on for a day it didn't power on. Resetting the recharger was reviewed with the patient. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. It was noted that the patient was not storing the recharger on the dock with the dock plugged in.